Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's daughter attempted to program the customer's replacement insulin pump. The customer stated that fluid/insulin had leaked into the insulin pump and there was physical damage to the device. The keypad appeared to be unresponsive; the customer could not clear the alarm that was on the screen. The customer tried several times and even removed the battery and reinserted, but the anomaly persisted. The customer had not used the bolus wizard so they were advised to speak with their doctor. The customer's blood glucose was unknown nothing further was reported.